Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0891b, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. The issue occurred two months prior to call while using the programmer. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.